Manufacturer narrative:
(B)(4). Although 5 samples were reported to be damaged and leaking only 1 was returned for evaluation. One sample was received and the complaint confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
A nurse reported to baxter (B)(4) that the bags were damaged. The nurse stated they were leaking and it seemed to be at the seal. This was noticed as they were taking out of the box. There was not patient involvement, no injury or medical intervention as this was found before use. Although 5 samples were reported leaking only 1 sample was retuned for evaluation. This is report 1 of 5.